Manufacturer narrative:
The technician found the account was not completely setting the brake. He instructed the account how to set the brake. No problem found.

Event description:
The account alleged the brakes are not holding.